Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03307. The patient received 2 scs leads with different lot numbers. It was reported, the patient is not receiving effective stimulation. It was also reported, the patient experiences overstimulation and a shocking sensation when using system stimulation. Subsequently, the patient has been to the ER multiple times. Follow-up identified a sjm representative was able to resolve the issue with reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.